Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that a neuron max 6f 088 long sheath (neuron max) was kinked near the hub upon removal from the packaging. The damage to the neuron max was noticed prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new neuron max.